Event description:
Pt had a laparoscopic cholecystectomy on 4/12/94. The pt was taken back to the operating room on 4/14/94 for repair of cystic duct stump leak. Upon exploration, it was found that the clips applied to the cystic duct stump were partially closed. The leak was around the partially closed clips placed on the cystic duct stump. The main problem appears to be the failure of the clips to form and close over the cystic duct.